Manufacturer narrative:
Devices detected three seq errors within approx 2.5 hours of operation. Devices operated as designed and shut off after detecting errors. A software issue has been discovered that can lead to these errors. Issue has been addressed with a firmware update to 50014 rev c per dcr-00515. Sequence error 0502 is a light engine error in gemini, which is the same error as 0f0c in guardian, described in CAPA-2023-006.

Event description:
The device was used on (B)(6) 2024 and stopped working during a brachial plexus reconstruction procedure. A second device was opened which was defective as well. Complaint (B)(4) was initiated, investigated and closed 28feb2024 to address this event. On 19sep2024, 7 months after the event above, medwatch report 4500440000-2024-8036 was received by checkpoint surgical in relation to complaint (B)(4) stating "the checkpoint handpiece stopped working during the procedure, and the second one was opened which was defective as well". This is the reason for the extended time between "date of event" in b3 and this report.